Event description:
It was reported that during a da vinci si surgical procedure, broken tips were identified on the small clip applier instrument broke. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has been received; however, failure analysis investigations have not been completed at the time of this report. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigations confirmed that one of the clip appliers was broken. The damage was likely due to applying force normal to the grip while trying to install a clip the other clip applier grip had a slight bend at the midpoint and was no longer straight. Evidence not conclusive, but the grip damages may be due to mishandling/misuse. The instruments & accessories instructions for use (IFU) specifically states: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments the customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.